Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was leaking from the t:lock connection. Customer's blood glucose (bg) level was 349-589 mg/dl. Customer changed infusion set and delivered a correction bolus via the pump to address bg.